Event description:
A report was received that the patient had a pocket revision because the original location was causing the patient discomfort. The physician moved the ipg to a new location. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.